Manufacturer narrative:
B3: the exact event date is unknown the device is not available for analysis; therefore, a physical as well as visual evaluation cannot be performed. The device history record (DHR) review cannot be completed as the lot number was not provided and the device was not returned for analysis resulting in an inability to identify the correct lot number. Review of the complaint information and the instructions for use, did not reveal any evidence of device off-label use or failure to follow instructions. The report of urinary retention was identified in the instructions for use (IFU). Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient experienced post-procedure complications after a water vapor therapy treatment. The patient stated that he was still unable to urinate normally five weeks post-procedure and mentioned feeling as if he was urinating little charcoal bricks. Despite attempts, boston scientific has been unable to obtain any further information. No other patient complications were reported.

Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that this patient experienced post-procedure complications after a water vapor therapy treatment. The patient stated that he was still unable to urinate normally five weeks post-procedure and mentioned feeling as if he was urinating little charcoal bricks. Despite attempts, boston scientific has been unable to obtain any further information. No other patient complications were reported.